Event description:
Information was received from a family member regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported the patient wasn't sure if the ins was helping or not so they turned it up on (B)(6) 2017. It was reported that the patient was at "2 something" before it was turned up. Caller reported the patient experienced uncomfortable stimulation because the patient asked the family member to turn the ins back down. Poor communication was also reported. When the patient asked the family member to turn stimulation down, the patient was on program 1 at 4.5v. Caller reported they were able to turn down stimulation to 3.1v and the patient wanted to try it there. It was considered to decrease amplitude and uncomfortable stimulation was eliminated. Caller/patient will follow up with their hcp. Additional information was received from the patient and it was reported that the manufacturer had never helped him. The patient reported that their bladder did not empty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.